Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) sodium and ise chloride. The sample initially resulted as 136 mmol/l for ise sodium and 135 mmol/l for ise chloride. These initial values were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 154 mmol/l for ise sodium and 118 mmol/l for ise chloride. The sample was also repeated on a third c501 analyzer and resulted as 153 mmol/l for ise sodium and 116 mmol/l for ise chloride. The first repeat values of 154 mmol/l for ise sodium and 118 mmol/l for ise chloride were believed to be correct. The patient was not adversely affected. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined that there was a salt bridge in the ise heater block and pinch valve. He cleaned the salt buildup in the heater block and in the pinch valve assembly. He checked and verified the ise fluidic valves, the rinse mechanism, alignments of probes, and internal rinsing volumes for all probes. He ran precision studies. The operator ran a calibration and quality controls. Results were verified to be within the customer's ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined.